Event description:
It was reported that customer pump screen was dark and would not turn on despite multiple attempts to power it on, and pump showed red light around button without starting up. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try various button presses and charging steps without success, then switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed address and warranty, and instructed customer to place old pump into storage mode and return it within specified time frame, as well as to reenter pump settings and reconnect continuous glucose monitor on replacement pump.